Event description:
Boston scientific crm received information that this lead had a pacing impedance measurement greater than 3000 ohms. Noise was also observed, leading to an inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and capped. No further information is available. This report will be updated if more information becomes available.